Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on (B)(6) 2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
If follow-up, what type?: correction. The initial MDR was reported in error. Upon further review of the complaint, it was observed that transmitter failed errors were not related to the reported transmitter. It is confirmed that this is not a reportable event as the defective transmitter found in the logs was not the transmitter at fault.